Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose was around 600 mg/dl. A manual correction injection was administered to address elevated bg. Customer reverted to an alternate method of insulin therapy.